Manufacturer narrative:
Article citation: il-kug et al, kim. ¿analysis of the molecular signature of the breast implant-associated anaplastic large cell lymphoma in an asian patient.¿ aesthetic surgery journal, vol. 41, no. 5, 2021, doi:10.1093/asj/sjaa389. The event of seroma-late is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Reason for reoperation: swelling, seroma and lymphoma.

Event description:
Through journal article "analysis of the molecular signature of breast implant-associated anaplastic large cell lymphoma in an asian patient" for a patient was reported to experience "swelling", "seroma", and "bia-alcl" on right side. The device has been explanted. Ultrasound, histopathology and pet-CT scan confirmed the events. The abundance of cd30+ cells and the morphology of ¿sma+ myofibroblasts and cd31+ vessels in the peritumoral lesion were significant. Patient underwent chemotherapy and radiation as treatment.